Event description:
Initial reporter indicated that there was a plan to replace the pt's lead and generator. Reporter indicated that the pt's system diagnostics test resulted in high lead impedance indicating a possible lead malfunction. The pt has been observed by their neurologists office and it has now been decided to go forward with revision surgery. The pt's generator will be a prophylactic replacement and the lead will be replaced because of the high impedance. The pt did not have any fall, injury or interaction with their vns site that could have caused or contributed to the reported high lead impedance. Good faith attempts will be made for product return once the revision surgery is performed.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.